Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00480-1. Concomitant medical products: 00631004832 62006243 trilogy liner longevity crosslinked polyethylene, 00625006535 61961172 bone screw self-tapping 6.5 mm dia. 35 mm length, 00620004822 61934260 shell porous with cluster holes 48 mm o.d, 00801803202 61371516 femoral head sterile product do not resterilize 12/14 taper. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient¿s left hip was revised approximately 5 years post-implantation due to pseudotumor and trunnion wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient¿s left hip was revised approximately 5 years post-implantation due to pseudotumor, trunnionosis, elevated metal ion levels, and altr. It was noted the femoral head and acetabular liner were revised. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes. Revision operative notes demonstrated that the patient¿s left hip was revised due to trunnionosis and pseudotumor. Copious amount of milky-white fluid with significant amount of tissue consistent with alval and pseudotumor. Corrosion noted around base of the femoral head and neck. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.